Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, during preparation, it was noted that the bands were all criss-crossed on the ligator cap. Reportedly, another device was used. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed the bands failed to deploy and the ligator head teeth were bent; therefore, this is now an MDR reportable event (see block h10 for investigation details).

Manufacturer narrative:
Block e2: health professional was approximated to yes as the initial reporter's occupation is unknown, but the event was reported to have occurred at a health care facility. Block h6: problem code 2610 captures the reportable investigation result of bands failed to deploy. Problem code 2978 captures the reportable investigation result of ligator head teeth damaged. Block h10: investigation results received the ligator head with one portion of the suture for analysis. A visual examination of the ligator head found seven bands present which were moved out of their original positions. It was also noticed that the ligator teeth were bent. The suture was found cut; one portion was attached to the ligator head and the rest of the other portion was not returned. Based on the evaluation of the returned ligator head, these failures are likely due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. Also, it is likely that the suture was cut to separate the device from the scope and this condition is not considered as an issue of the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications correction: h6 (evaluation conclusion code) and h10 (investigation results)

Manufacturer narrative:
Health professional was approximated to yes as the initial reporter's occupation is unknown, but the event was reported to have occurred at a health care facility. (B)(4). Investigation results: received the ligator head with one portion of the suture for analysis. It was noted that the suture was not returned with the device. A visual examination of the ligator head found seven bands present which were moved out of their original positions. It was also noticed that the ligator teeth were bent. The suture was found cut; one portion was attached to the ligator head and the rest of the other portion was not returned. Based on the evaluation of the returned ligator head, these failures are likely due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. Also, it is likely that the suture was cut to separate the device from the scope and this condition is not considered as an issue of the device. This failure is likely due to an interaction between the user and device, or sample, caused or contributed to the error. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6), 2019. According to the complainant, during preparation, it was noted that the bands were all criss-crossed on the ligator cap. Reportedly, another device was used. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed the bands failed to deploy and the ligator head teeth were bent; therefore, this is now an MDR reportable event.